Event description:
It was reported the stent broke off during retrieval and was remained in the patient.no patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
A device was returned for evaluation and the stent was found still attached to the pushwire. The event cause could not be determined since the state of the returned device contradicts the complaint description. Reference (B)(4) follow-up 1.